Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; both devices had worn components and 1 device had a missing component.  The device was repaired and returned. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the fowler was spongy. There was no patient involvement.